Event description:
It was reported that during reprocessing a thoracic grasper instrument, a broken wire near the tip was noted. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A couple of drive cables were broken at the distal end of the snake wrist. The broken segments stuck out of the instruments wrist. The snake wrist could not properly straighten and motion was not intuitive due to the cable breakage. Additional observation not reported by the site was tube damage. Black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .055 x .045 piece missing roughly .700 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.